Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, vomiting, respiratory distress, and diabetic ketoacidosis. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem transmitter issue. Subsequently, customer was transported via ambulance to the hospital, and was hospitalized. Bg was treated with intravenous insulin, saline, magnesium and potassium. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.